Event description:
It was reported that the customer was hospitalized for low blood glucose. Troubleshooting was performed. The mother stated that her son's pump squirts out insulin during priming. The mother also mentioned that the customer was hospitalized a few weeks ago. Advised customer to discontinue the pump use and go back on manual injections.

Manufacturer narrative:
Final analysis revealed the insulin pump was unable to prime due to a defective force sensor.